Event description:
It was reported that this pacemaker exhibited oversensing and noisy signal on the right ventricular (rv) channel by unipolar programming on this channel. No pacing inhibition was noted. Technical services (ts) reviewed the data and confirmed atrial fibrillation with some rapid ventricular response. This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker system with a non boston scientific right ventricular (rv) lead exhibited oversensing and noisy signals due to unipolar configuration. No pacing inhibition was noted. Technical services (ts) reviewed the data and confirmed atrial fibrillation with some rapid ventricular response. This system remains in service and no adverse patient effects were reported.